Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damaged consistent with mis-handling. The analog board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via multifunction cables. Complainant indicated that there was no patient involvement in the reported malfunction.